Event description:
Complainant alleged that during incoming inspection, the device displayed "defib fault 72" and "pacer fault 116". Complainant indicated that there was no patient involvement in the reported malfunction.